Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up and down buttons due to flattened dome switch. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was uknown mg. The customer stated that the up and down buttons hard to push and sometimes do not respond. The customer was asked if she recalls any significants event leading to keypad issues and said that no moisture exposure. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.